Event description:
On (B)(4) 2013, clinic notes were received which indicated that the patient has suicidal ideations, but no plans to do it. The patient was noted to be depressed and anxious. The physician increased the vns settings slightly. The physician later reported that the date the suicidal ideations were first observed were unknown as the patient came to him with them. The patient has no current suicidal ideations and therefore no interventions have been taken or planned.